Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. If implanted, give date: unknown, information not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt150 22.5 diopter intraocular lens was explanted due to the patient experiencing glare and starbursts. No additional information was provided.

Manufacturer narrative:
Additional information received reported that the patient was male with a date of birth of (B)(6). The implant date was (B)(6) 2017, and the operative eye was the right. Also, the patient stated the symptoms interfered with their regular daily activities. The lens was replaced with a pcb00 24.0 diopter intraocular lens. There was no incision enlargement, vitrectomy, or suture used. There was no post-operative patient injury. No additional information was provided. The following sections have been updated accordingly: age/date of birth: (B)(6). Gender/sex: male. If implanted; give date: (B)(6) 2017. Initial reporter: dr. (B)(6). Health professional: yes. Occupation: physician. Device available for evaluation?: yes, returned to manufacturer on 09/07/2017. Device returned to manufacturer?: yes device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye showed the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.